Manufacturer narrative:
Age a time of event: (B)(6). (B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was a loss of aspiration. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in stent restenosis in the superficial femoral artery. During the procedure inside the patient, the device lost aspiration and stopped working. It was noticed that the lesion was mostly thrombus, so device became clogged. The procedure was completed with a different device. There were no patient complications.